Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded discrepant results of >4 versus the comparative instrument at the coumadin clinic. I-stat: 4.4, (B)(6) 2012, 15:04. Stago: 2.66, (B)(6) 2010, unk. Based on the info available at the time, thee were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration.